Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube. Unable to verify the error alarm test due to the blank display. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error and had a blank display. The blood glucose reading was 116 mg/dl. The customer stated that the esc and act buttons did not clear the alarm. When the customer first called, the screen was showing and the battery was full. The customer then stated that the insulin pump's battery was empty or half full. The customer then stated that the insulin pump's battery was empty or half full when it had been changed a day prior. The screen then went blank. Upon troubleshooting, the customer stated that the screen would return for 10 to 15 minutes, then go blank again. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.